Event description:
Pt had laparoscopic hysterectomy using morcellator in 2004. Uneventful and was discharged. Unplanned 10 days later admitted with abdominal pain. Exploratory lap found possible diverticulum rupture. Mass found and sent to pathology. Final path - uterine tissue fragments likely remnants from morcellator procedure. This complication required prolonged hospitalization. Discharged two months later. MFR notified.